Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, beta bionics was notified that a user experienced severe hypoglycemia, resulting in loss of consciousness and requiring emergency medical services (ems) and emergency department (ed) treatment on (B)(6) 2025. The user's blood glucose (bg) dropped to 20 mg/dl. Ems administered intravenous glucose, and the user was transported to the ed, where additional carbohydrate treatment was provided, including a peanut butter sandwich and soda. The user did not recall receiving any alerts from their continuous glucose monitor (cgm), a dexcom g7. The user was not admitted to the hospital and was released the same day. The user resumed use of the ilet following the event. No long-term health effects were reported.